Event description:
It was reported that during the procedure in the heavily calcified and tortuous left anterior descending artery, pre-dilatation was performed using a rotablator. An attempt was made to advance an intravascular ultrasound catheter but the device could not cross. A trek dilatation catheter was successfully advanced and dilatation was performed. Ivus was successfully performed followed by successful deployment of a 2.5x18 xience v stent. A 3.0x28 rx xience v stent delivery system was advanced to the target lesion. The tactilicity of the sds was abnormal; therefore, the stent system was withdrawn. Resistance was felt with the 6f non-abbott guiding catheter during removal but no force was applied. Outside of the anatomy, the stent was noted to be flared at both the proximal and distal ends. The target lesion was successfully treated using a new 3.0x28 rx xience v stent. There was no reported adverse patient effect and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: 6 f terumo/radiguide il. Stent: 2.5 x 18 xience v. Evaluation summary: factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. Returned goods analysis noted blood on the balloon and stent implant and contrast on the shaft, which is consistent with handling and insertion into the body. The stent implant was stationary between the markers of the tightly folded balloon. Dimensional analysis found the outer diameters of the stent implant profile met manufacturing criteria. There were stretched struts on the first row at the proximal end of the stent implant and on the first row at the distal end of the stent implant. The guiding catheter used in the procedure was not returned; therefore, it is unknown how it may have contributed to the reported difficulties. The stent delivery system (sds) was advanced through a new 6 fr guiding catheter with some resistance noted at the stretched struts; thus, confirming the incident. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. Since there was no damage noted during the inspection prior to use, the damage to the stent likely occurred during the procedure. The lesion was described as heavily calcified and heavily tortuous, which could have contributed to the damaged stent and ultimately the resistance as the damaged struts interacted with the guiding catheter. The abnormal tactilicity of the sds was not confirmed by the returned goods lab; however, the damaged stent and/or heavily calcified and tortuous lesion could have contributed, though, a conclusive cause could not be determined. There is no indication of a product quality deficiency. There was also a bend in the hypotube 57 cm distal to the strain relief. This damage was not reported in the incident information and therefore, may have occurred as a result of packaging and shipment back to abbott vascular for analysis. A review of the lot history record did not reveal any non-conforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database was performed and there were no similar incidents for guiding catheter resistance, abnormal tactilicity and bends/kinks. There is no indication of a product quality deficiency.